Manufacturer narrative:
A complete lead was returned in two pieces the connector portion measured 14.0 cm and the distal portion measured 51.5 cm. External abrasion breaching the rv and inner coil lumens at 12.0 ¿ 13.0 cm from distal tip consistent with friction to another device or feature of the patient anatomy. The etfe cable coating and ptfe liner of the inner coil were found to be intact in this location.

Event description:
This report is to advise of an event observed during analysis.